Manufacturer narrative:
Evaluation summary: post market vigilance (pmv) led an evaluation of one device. The visual inspection of the returned product noted that the lock collar was broken. The trocar balloon, valve seal and doors appeared intact. The inflation syringe was received. Pmv performed functional testing, the balloon was inflated, no leaks detected. Records from each manufacturing lot are thoroughly reviewed to ensure that products are released meeting all quality release specifications at the time of manufacture. Analysis concluded there were no assembly component related failures. Should new information become available, the file will be re-opened and the investigation summary will be amended as appropriate. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
To date, the incident sample has not been received for evaluation. If the sample is received, or if additional information pertinent to the incident is obtained, a follow-up report will be submitted.

Event description:
According to the reporter, during a laparoscopic cholecystectomy, at the very first step while plating the first trocar, the balloon did not inflate and was distorted with an unusual shape. They took out another trocar to resolve the issue. The patient has no injury.